Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-25. H.6. Investigation summary two photos and one 5ml syringe in an opened blister pack from batch 0087145 were received and evaluated. The sample was reported to have been used and due to potential risk was therefore evaluated through the bag. The syringe was observed to have severe barrel damage with chunk of the flange broken off and a few scratches and small cracks observed near the bottom of the barrel on the same side. The large piece of the broken flange plastic was observed to be wedged between the stopper and the barrel wall and extend out and onto the top of the stopper as well. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the damaged barrel defect is associated with the assembly process.

Event description:
It was reported that syringe 5ml ll euro 125 s/c leaked. The following information was provided by the initial reporter: "the syringe was sterilely handed to an employee of the pharmacy in the workbench, so she drew up aqua dest. With it and during this process noticed that the liquid is running out on the side of the piston. On closer inspection, she was able to determine that the black rubber plug in the cylinder of the syringe had shifted and therefore could no longer seal the syringe. The operation has been interrupted. Photo is enclosed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll euro 125 s/c leaked. The following information was provided by the initial reporter: "the syringe was sterilely handed to an employee of the pharmacy in the workbench, so she drew up aqua dest. With it and during this process noticed that the liquid is running out on the side of the piston. On closer inspection, she was able to determine that the black rubber plug in the cylinder of the syringe had shifted and therefore could no longer seal the syringe. The operation has been interrupted. Photo is enclosed."